Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, pn unknown, ln unknown. Unknown cup, pn unknown, ln unknown . Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-02809; 0001825034-2019-02810. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.